Manufacturer narrative:
Other, other text: one cadd ms3 pump was returned for analysis due to the fact that the device keep alarming on and off. Functional and visual testing was performed. The reported issue was unable to be duplicated. Testing was performed and the device did not keep beeping on and off. The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, it was recommended to install software as preventive measure.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 pumps device keeps beeping off and on. No adverse patient events reported.